Event description:
It was reported by the patient that the power cord connection on the carelink monitor seemed "loose." The power indicator light on the monitor turned on and off whenever the power cord was touched. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the power cord connection on the carelink monitor seemed "loose." The power indicator light on the monitor turned on and off whenever the power cord was touched. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8. Evaluation summary: (B)(4): analysis found that the power jack was loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that the carelink monitor (clm) power cord was loose and the power goes on/off when the cord is moved/touched. No patient complications have been reported as a result of this event.